Event description:
Customer was admitted as an inpatient to a hospital for high blood glucose and diabetic ketoacidosis. Reviewed programming and it appeared to be correct. Customer stated they changed set a couple of times but blood glucoses did not come down. Customer states has recurring bent cannulas that cause no-delivery alarms.